Manufacturer narrative:
It was reported that the bsm (bedside monitor) was flashing blue and red lights with all vitals showing zero. The device displayed a "system failure - ss ram error." Nurse pulled the power from the bedside monitor. Device is going to be boxed up and sent in for repair. The device involved in this event has not been returned to date to allow for an analysis to be performed. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if the product is returned for evaluation or new information is obtained.

Event description:
It was reported that the bsm (bedside monitor) was flashing blue and red lights with all vitals showing zero. The device displayed a "system failure - ss ram error."

Manufacturer narrative:
It was reported that the bsm (bedside monitor) was flashing blue and red lights with all vitals showing zero. The device displayed a "system failure - ss ram error." Nurse pulled the power from the bedside monitor. Device is going to be boxed up and sent in for repair. The unit has been evaluated and the problem could not be duplicated. Software was reloaded and unit was initialized. Unit was tested for an extended period. No issue was found. The device was sent back to the customer with no repairs needed. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.